Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at previous follow-up, low pacing lead impedance was observed. Patient received shocks and presented to the clinic. Fluoroscopy was performed and found lead fracture. Lead was capped and replaced. There were no adverse consequences to the patient after procedure.